Manufacturer narrative:
Based on the information gathered, there is no evidence or allegation that an intuitive surgical inc. (Isi) device caused or contributed to the adverse event. Therefore, there are no isi products expected to return for evaluation and the root cause of the customer reported postoperative incident cannot be determined. A review of the site¿s instrument logs revealed all instruments were used in subsequent procedures after the reported procedure date, except for the monopolar curved scissors, which was at its last usage. A review of the advanced system log showed that the site completed several procedures since the reported event. Review of the device history record (DHR) was performed and there were no related non-conformances found for the da vinci systems or instruments used during the robotic surgical procedure. An isi medical safety officer review of the event was performed and concluded that based on the information provided in the summary of events, insufficient information is available to ascertain the cause of death or if any isi instruments or products contributed to the events that led to the death. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted malignant hysterectomy procedure, the patient reported discomfort and was re-admitted to the hospital and a second surgery, which was not robotic, was performed. The patient expired the day after the second surgery. The cause of death was not provided. The surgeon stated that there were no malfunctions of the da vinci systems or instruments during the surgery, and there were no intra-operative complications.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy procedure, the patient experienced discomfort and was re-admitted to the hospital the next day. The patient underwent an unspecified second surgery, which was not robotic, and expired after the surgery . The patient's cause of death was not provided. The surgeon was contacted but declined to provide any other information. The surgeon provided that there were no malfunctions of the da vinci systems or instruments during the surgery, and there were no intra-operative complications. The physician that took care of the patient in the intensive care unit was contacted. Based on the operative notes, the following information was provided: after the first robotic surgery, the patient was discharged the next day (B)(6) 2023 with no post-operative complications. The patient presented to the emergency room and was admitted the next day with abdominal pain and lightheadedness and was found to be very anemic. The patient underwent a second, non-robotic open surgery, and the surgeon did not find any active bleeding. The patient was pronounced brain-dead the next day, (B)(6) 2023. The risk manager of the facility was contacted, and confirmed that no malfunctions of the da vinci systems or instruments during the surgery were reported by the surgeon or the operating room staff.